Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported during surgery while performing the air/gas fill, the syringe did not fill. The syringe was exchanged with another and successfully filled. The procedure was completed with no further incidents. There was no pt harm reported.